Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-04420. Investigation is ongoing.

Event description:
As reported by our affiliates in germany, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by right transfemoral approach within a surgical edwards valve. During the procedure, it was very difficult to advance the delivery system through the 14f esheath+ and the system got stuck in the white portion, causing the valve frame to become damaged. Consequently, the entire system was removed as a single unit. A 16f esheath+ was placed into the patient, and a new delivery system with a new 23mm sapien 3 ultra valve was successfully implanted. The patient left the operating room in stable condition without any injury. As per image evaluation, it was observed that the valve frame damage was exposed through the sheath liner puncture and the strain relief was damaged.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned devices were visually examined, and the following was observed: the liner was partially expanded 20cm in length from the strain relief. The sheath tip was unopened. The strain relief was damaged at the distal end and approximately 3cm of strain relief material was missing. The liner was torn/punctured 14cm in length starting at 5cm from hub. The crimped thv was stuck at 19cm from the hub and exposed through the liner. As the flex tip of the delivery system is the largest component that enters from the sheath, its outer diameter (od) was measured. A flex tip od that is out of specification could lead to resistance during delivery system insertion through the sheath. The measurement was found to be within the specification. Liner thickness was measured along the liner tear as an out of specification result could be indicative of a manufacturing non-conformance. Due to the nature of the tear, measurements were taken on one side of the puncture only. All measurements were found to be within the specification. The provided imagery was evaluated and revealed the following: the esheath liner was torn and the crimped thv was exposed through the liner. The strain relief was damaged and pulled back. Tortuosity was present in the right access vessel. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for resistance between system components leading to inability to advance through the sheath was confirmed based on evaluation of the returned device and provided imagery. Available information suggests patient factors (tortuosity) likely contributed to the event as 3mensio report shows that tortuosity was present in the right access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. The complaints for liner puncture and strain relief damage were confirmed based on evaluation of the returned device. Available information suggests that patient factors (tortuosity) and/or procedural factors (device manipulation) likely contributed to the event as 3mensio report shows that tortuosity was present in the right access vessel and that resistance was encountered while advancing the commander with crimped thv through the esheath. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as liner tears or strain relief damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.